Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "this event occurred when the guide pin of the lag screw was inserted. The tip of the guide pin broke inside the bone. The thread part (about 10mm) of the tip remained inside the body. After that drilling and screw insertion was performed using a new guide pin".

Event description:
As reported: "this event occurred when the guide pin of the lag screw was inserted. The tip of the guide pin broke inside the bone. The thread part (about 10mm) of the tip remained inside the body. After that drilling and screw insertion was performed using a new guide pin".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.